Event description:
A customer reported that the ibc dropped by 25% in a short period of time, although this occurred on a previous date and did not result in an unexpected shutdown of the device. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) planned to investigate the issue further and follow up with the customer, as the pump data had never been uploaded.